Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Event description:
It was reported that using a right common femoral artery access approach during a procedure of the left superficial femoral artery the 4/20 mm armada 35 balloon dilatation catheter (bdc) was attempted to be inflated when the indeflator lost fluid, however, the balloon did not exhibit any leak/rupture. The device was removed from the anatomy and tested with a syringe; a leak was noted at the strain relief/hub area. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.